Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, mildly calcified mid left anterior descending (lad) coronary artery. During deployment of the 3.5 x 38 mm xience prime stent at 14 atmospheres a proximal edge dissection occurred. Another stent, 3.5 x 28 mm xience prime, was used to cover the dissection successfully. There was no reported clinically significant delay in the procedure. There was no reported adverse patient effect. No additional information was provided.